Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional later confirmed and reported capsular contracture, baker grade IV. Patient later reported "asia syndrome", which is considered not related to the device, ¿fear¿, ¿I still don't know if this will bring me more health problems or consequences to the point of risking my life, as I've read a lot about other similar cases where some have lost their lives¿, ¿blistered¿, ¿allergies only in the breast area¿, and ¿allergy outbreaks started appearing with blisters specifically in the breast area¿.

Event description:
Patient reported "implants removed after discovering they had burst and caused severe symptoms". This record is for left side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Allergic reaction/ hypersensitivity - implantation site: unable to observe since it is not related to the device. Anxiety - product/ procedure: unable to observe since it is not related to the device. Autoimmune/connective tissue - symptoms of: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Other ¿ medical: unable to observe since it is not related to the device. Pruritus: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported "implants removed after discovering they had burst and caused severe symptoms." Healthcare professional later confirmed and reported capsular contracture, baker grade IV. Patient later reported "asia syndrome", which is considered not related to the device, ¿fear¿, ¿I still don't know if this will bring me more health problems or consequences to the point of risking my life, as I've read a lot about other similar cases where some have lost their lives¿, ¿blistered¿, ¿allergies only in the breast area¿, and ¿allergy outbreaks started appearing with blisters specifically in the breast area¿. This record is for left side. Device has been explanted.